Event description:
It was initially reported that an ll01 (luminant localizer) was broken. It was then determined that the plastic at the base of the unit was broken and the issue was found during pre op. It was not confirmed that the patient had the unit in place when the issue was found. Additional info received on (B)(4) 2014. This complaint changed to an MDR. Then on (B)(6) 2014, the customer confirmed that the ll01 was placed on the patient prior to the procedure. The procedure was delayed; however, it is unk how long it was delayed. The patient did not incur an injury as a result of this issue.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.